Event description:
Boston scientific crm received information that the patient with this pacing system experienced a fall and fractured her left femoral region. The patient was hospitalized; an electrocardiogram was taken and the device was interrogated. A review of the daily measurements revealed the atrial and right ventricular impedances were 320-370 ohms (B) (6) 2010. Both lead impedances were greater than 2500 ohms on (B) (6) 2010. On (B) (6) 2010, the patient passed away suddenly. The cause of death was unknown. According to a chest x-ray, no anomalies were noted with the leads. The leads were surgically abandoned and returned for analysis. The device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device passed all manual electrical measurements and paced and sensed normally during testing. X-ray of the device header noted no irregularities. All setscrews moved freely and operated normally. An is-1 lead was inserted and retracted without any difficulties. The device header was manipulated while pacing output was monitored. No pauses in pacing were noted and no noise was noted on the electrograms. Lead impedance measurements were performed in bipolar configuration and values measured within specifications. The daily measurement log confirmed the lead impedance going from normal value to > 2500 ohm occurred on (B) (6) 2010 at 7:49 am (B) (6) time. Analysis has confirmed that this device operated normally throughout testing.